Event description:
End user called to have the device checked. Troubleshooting by phone found the calibration test to be way out of range. The device was replaced and the defective one returned for investigation.